Event description:
The manufacturer received information alleging a patient with a dreamstation st30, has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.

Manufacturer narrative:
Three good faith effort was unable to be made as there is no customer info in the notification. The device has not yet been returned to the manufacturer for evaluation, nor was any additional information able to be obtained. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer previously reported information alleging a patient with a dreamstation st30, has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. The device was returned to a third-party service center and the device was scrapped. At this time, no further investigation can be performed.